Event description:
The customer reported filament regulator errors. There was no report of a patient or user injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries were evaluated and a filament calibration was performed. The system was tested and found to be working as intended and returned to service.